Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events and (B)(4) cannot be conclusively determined. Furthermore, a correlation between the report of suspected thrombus and the elevated lactate dehydrogenase (ldh) / plasma free hemoglobin levels and elevated pump powers cannot be conclusively determined. The submitted log files contained partially overlapping events and data captures spanning from on (B)(6) 2023. Intermittent elevations in pump power above the patient's baseline were recorded throughout the log files during pulsatility index (pi) events. A specific cause for these elevations cannot be conclusively determined. No notable alarms were recorded, and the log files appeared to show the system operating as intended at the set speed. No further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (rev. C) lists adverse events, which includes thrombus, hemolysis, bleeding, and stroke, that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the instructions for use outlines the indications of thrombus and how to respond to such events, as well as provides information on recommended anticoagulation therapy and international normalized ratio. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The instructions for use states that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. Furthermore, this document states that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rotations per minute (rpm) per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. If the low speed limit is set at a value above or the same as the fixed speed setpoint, the pump speed does not change during a pi event. There are no audible alarms with a pi event. No further information was provided. The manufacturer is closing the file on this event. Related manufacturer's report: (B)(4).

Event description:
It was reported that the patient had an episode on (B)(6) 2023 where they went in and out of consciousness. Log file review found pump powers captured in the 7-8 watt range associated with pulsatility index (pi) events. On (B)(6) 2023, the patient's lactate dehydrogenase (ldh) was 3313 at 10:51am then increased to 4708 at 3:31pm. Previous ldh was 317 on (B)(6) 2023. Plasma free hemoglobin (pfh) was 210, significantly increase from pfh of 30 on (B)(6) 2023. The patient was noted to have tea colored urine and a total output of 700ml of urine on (B)(6) 2023. Power and flow fluctuations were ongoing. A heparin drip was restarted after discontinuation on (B)(6) 2023. Log file review found clusters of pulsatility index (pi) events and a few unsustained power and flow elevations. A suspected clot was the cause of elevated ldh and plasma free hemoglobin but the presence of a clot could not be confirmed. The patient's initial head computed tomography (CT) scan had an infarct and subsequent head CT revealed a bleed. The patient remained admitted in the intensive care unit (ICU) and was noted to be drowsy but coherent. Family discussions remained ongoing for how to proceed with care.